Manufacturer narrative:
The information provided with initial report was incomplete. The complete information has been provided with this report.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl related to sensor issue. Customer stated that the insulin pump had stuck button error alarm on a different instance.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. Customer stated that the insulin pump had stuck button error alarm. Customer stated that the had diabetic ketoacidosis due to sensor. The insulin pump will not be returned for analysis.